Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# 0207079009, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-28, lot# 0204680626, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient experienced ¿stimulation in the wrong location,¿ a ¿shocking/jolting sensation,¿ and a ¿burning sensation.¿ the patient also reported ¿never having therapeutic effect¿ and ¿less than 50% therapy relief.¿ the patient¿s leads were revised as a result of the event. During the revision, the ¿leads were placed deeper to improve sensation as they were electrically intact, but just not providing comfortable paresthesia.¿ revision of the lead location reportedly resolved the patient¿s issue. The location of the leads being ¿incorrect¿ was determined to have been the cause of the issue. The issue was reportedly resolved following the revision procedure. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.